Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04375 and 3006705815-2021-04376. It was reported that the patient system is not working. As result, the patient may undergo surgical intervention on a later date.